Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 analytical unit. The initial result was 151 pg/ml. The repeat result was 10.1 pg/ml.

Manufacturer narrative:
The investigation did not identify a product problem. A general reagent issue was ruled out as qc was acceptable prior to the event.